Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: on investigation, the black box data and alarm history revealed multiple records of call service 078 motor alarm. The returned battery cap was able to fit properly to the pump. The pump powered on and alarmed with call service 078 motor alarm on the first attempt to rewind the pump. The alleged call service alarm was duplicated during investigation. The pump was opened for further investigation and revealed moisture corrosion of the continuous glucose monitoring module and the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.